Event description:
Reporter stated that customer received the following results on the aviva system within 2 minutes: 26.4 mmol/l, 11.9 mmol/l and 10.9 mmol/l. Customer had hypoglycemic symptoms approximately 1 hour prior to these results and had self-treated with 5 glucose tablets. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).